Event description:
A second access site was needed to be used during the implant of the patient's cardiomems sensor. After the implant, the patient experienced hemoptysis. Additional information has been requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The physician determined that there was no clinically significant delay and that the cause of the hemoptysis was unknown. No additional treatment or intervention was provided for the hemoptysis. The patient was discharged after it was resolved. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via the enterprise platform for integrated quality (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.